Event description:
Surgeon encountered small vessel bleeding while performing a gastric bypass procedure. The device would not seal the small bleeders after several attempts. Surgeon used another device to effect a seal. No patient harm was reported.

Manufacturer narrative:
The device was received covered in coagulate. Prior to testing the jaws were cleaned per the IFU (instructions for use). Testing of the device could not confirm the device complaint. The device activated to the correct generator default setting, coagulate and cut to manufacturer specifications no problems noted.